Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The patient coughed and the capsule came out. No serious injury to the patient was reported.